Event description:
Customer reported her blood glucose was increasing and not decreasing. Customer stated she was wearing the sensor and readings were high, customer checked blood glucose and was high, bloused and issue persisted. Customer went to the emergency room. Blood glucose was around 580 mg/dl but does not recall the exact reading. Customer was unsure why blood glucose was high. Customer declined troubleshooting at this time. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-74104 for the sensor.